Manufacturer narrative:
Section b5 was corrected from "it was reported that a macc connector fractured post-operatively. Revision surgery was performed." To "it was reported that on (B)(6) 2018, the surgeon performed a spinal lesion removal and bone grafting combined with a titanium mesh internal fixation surgery. On (B)(6) 2018 an initial revision surgery was conducted to address the titanium mesh which is a non stryker product. Then on (B)(6) 2019 a xia rod fractured and a second revision surgery was performed." D1 through d4 was corrected to reflect the correct device information from a macc connector to a xia rod. D6 was corrected from (B)(6) 2019 to (B)(6) 2019 to reflect the correct revision surgery date.

Event description:
It was reported that on (B)(6) 2018, the surgeon performed a spinal lesion removal and bone grafting combined with a titanium mesh internal fixation surgery. On (B)(6) 2018 an initial revision surgery was conducted to address the titanium mesh which is a non stryker product. Then on (B)(6) 2019 a xia rod fractured and a second revision surgery was performed.

Manufacturer narrative:
Hospital kept the device.

Event description:
It was reported that a macc connector fractured post-operatively. Revision surgery was performed.

Event description:
It was reported that on (B)(6) 2018, the surgeon performed a spinal lesion removal and bone grafting combined with a titanium mesh internal fixation surgery. On (B)(6) 2018 an initial revision surgery was conducted to address the titanium mesh which is a non stryker product. Then on (B)(6) 2019 a xia rod fractured and a second revision surgery was performed.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for lot # awm. No relevant manufacturing issues or similar complaints were identified as all units met stryker specifications. From the xia instructions for use: the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. Patients who smoke have been shown to have an increased incidence of non-unions. Surgeons must advise patients of this fact and warn of the potential consequences. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief. As the rod was not returned, a definite root cause cannot be determined. However, based on the length of implantation (1 year), fatigue fracture may have occurred.